Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis nurse (pdrn) reported having a peritoneal dialysis (pd) patient developed recurrent episodes of peritonitis starting 8 weeks ago. The pdrn discovered when the patient's cycler alarms the patient does not follow aseptic technique and disconnects the supply bag and reconnects with new supply bags, using the same tubing. As a result of the recurrent peritonitis, the patient was transitioned to hemodialysis. Patient medical records have been requested.

Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation. External, visual inspection showed no sign of physical damage. The heater tray/scale was not obstructed. The simulated treatment was performed and completely without the failures. The valve actuation test and system air leak passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. In addition, the device history review confirmed the labeling, material, and process controls were within spec.